Event description:
The device was returned to intuvie for evaluation and the pump failed the ground resistance test with a measured value of 0.495 ohm. The acceptance criterion for this test is less than 0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
A review of the device's serial number history did not identify any similar complaints. The complaint was confirmed. The probable cause was determined to be a component failure. The power filter module was replaced, and the ground resistance test subsequently passed with a measured value 0.049 ohm. A CAPA was initiated to investigate the root cause of ground resistance test failures. Reference to complaint #: (B)(4).